Event description:
The complainant/customer states that the dex meter is not working. Customer stated that dex meter display would show a drop of blood but would not count down. The customer did not have a command of the english language and it was very difficult for the customer service rep to communicate with the customer. However, electronic checks of the system were performed and were found to be satisfactory. A normal control solution was provided to the customer and again the customer could not get the dex system to count down. In review of complaint info this customer had the same problem with a prior meter and this replacement system was provided. Because the system was not counting down the unit was returned to bayer for evaluation.